Event description:
It was reported that after the lead pull procedure patient was admitted to the emergency room due to bleeding at the epidural space. The patient was having a laminectomy procedure to remove the hematoma. It was noted that the patient was experiencing severe back pain and patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231670e0. Model: sc-2316-70e. Serial: (B)(6). Batch: 7090160.